Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was a programming error of levophed infusion. The pump was initially in anesthesia mode in the cardio vascular operating room. An infusion of levophed was paused and the patient was transferred to the cardiac intensive care unit. The clinician attempted to restart the levophed infusion as a new order while the pump indicated it was still in anesthesia mode. The clinician was able to start the infusion at a slower than expected rate. The intended rate was 2 mcg/min rate, however the clinician noticed the infusion was running slower than expected. Another hospital clinician later determined the infusion was slower than expected because it was programmed as 16 mg/250 cc. Once it was discovered that the pump was incorrectly programmed, the patient was able to be supported with the levophed to maintain hemodynamics. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : c20 no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported that there was a programming error of levophed infusion. The pump was initially in anesthesia mode in the cardio vascular operating room. An infusion of levophed was paused and the patient was transferred to the cardiac intensive care unit. The clinician attempted to restart the levophed infusion as a new order while the pump indicated it was still in anesthesia mode. The clinician was able to start the infusion at a slower than expected rate. The intended rate was 2 mcg/min rate, however the clinician noticed the infusion was running slower than expected. Another hospital clinician later determined the infusion was slower than expected because it was programmed as 16 mg/250 cc. Once it was discovered that the pump was incorrectly programmed, the patient was able to be supported with the levophed to maintain hemodynamics. There was patient involvement, but no harm.